Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician attempted to inflate the 2.25x15mm apex monorail balloon catheter in an unspecified lesion located in an unspecified vessel. The balloon was inflated "several times" to "about nominal pressure", however, the balloon ruptured. The procedure was completed with another of the same device. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).